Event description:
Physician requested to rotate the bed (tilt) to the left when it suddenly jarred to the left and went to a steep angle. Staff was there to catch and prevent the patient from falling while they were able to get the rotation to re-engage and flatten the patient out.

Manufacturer narrative:
A 180 degree rotation lock handle was out of adjustment. 5803 owner's manual states to do a semi-annual pm check at least once every six months. Our facility records indicate that no semi-annual pm had previously been done on the table since it was purchased. Initial on site testing showed that the 180 degree rotation lock handle was at 15 ft. Lbs. Adjustment of 180 degree rotation lock handle to 95ft lbs., resolved customer concerns.

Event description:
Physician requested to rotate the bed (tilt) to the left when it suddenly jarred to the left and went to a steep angle. Staff was there to catch and prevent the patient from falling while they were able to get the rotation to re-engage and flatten the patient out.